Manufacturer narrative:
The monitoring printed circuit board pc1772 was replaced and the problem was rectified. The exchanged faulty pc1772 was discarded and therefore no investigation was possible to perform. We are therefore unable to provide or determine the true cause of the reported event. (B)(4).

Event description:
It was reported that technical errors, indicating internal 12v power failure, internal battery low, and exceeded barometer lower limit value, were generated. (B)(4). (B)(4).